Event description:
Customer reported the system intermittently would not produce an image on the first shot of the day, and that there is a loose brake handle. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the high voltage power supply, and the rotation brake handle. System operates as intended.